Event description:
It was reported that there was no flow when the pneupac ventilator (parapac) was turned off. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: returned device was received with a manometer that is out of spec. The tidal volume and frequency knobs are loose and do not stop at its limits. Customer input hose does not have an expiration date and contains small cuts on one end. During the evaluation of the devicethe customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Investigation completed on a smiths medical pneupac ventilator (parapac.

Manufacturer narrative:
Additional information revealed the event occurred during testing and no patient involvement on complaint no flow when the pneupac ventilator (parapac) was turned off., corrected data: device evaluation should not have been submitted as the final report has not been signed off by the sme.

Event description:
Additional information did not attach in the follow up 01 . Device has not been approved the sme, so evaluation should not have been submitted. Additional information revealed the event occurred during testing and no patient involvement on complaint no flow when the pneupac ventilator (parapac) was turned off.